Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-12573, related manufacturer reference number: 2017865-2021-12575. It was reported that the patient has deceased on an unknown date. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.